Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the electric dermatome sn (B)(6) by flextronics on 14 february 2020 revealed that the motor was malfunctioning, the needle bearing was worn, motor seal was broken, unit was out of calibration, and the control bar position was not correct. Repair of the device was performed by flextronics on 14 february 2020 on which included replacement of the following: motor seal, motor, needle bearing additional repair included recalibration and position of the control bar. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome lost power and stopped completely during surgery. No adverse events were reported as a result of this malfunction.